Event description:
I have a st jude medical implantable defibrillator model number cd2357-40q, serial number (B)(4) implant date (B)(6) 2018 and the low battery buzzer [I think that it is the low battery alarm] went off after 28 months. I have attempted to contact the physician (B)(6) at (B)(6) by leaving my phone number (B)(6) on his answering machine but no reply today. I see that this device is on a recall list. It was installed by the (B)(6) hospital through my health provider the (B)(6) hospital attached to the university. I have contacted the va for more information as this is a life saving device for me, and I would like to correct it if it is a problem. Thank you. FDA safety report ID# (B)(4).